Manufacturer narrative:
(B)(4). Upon completion of investigation, a follow-up report will be submitted.

Event description:
Per customer's report: on (B)(6) 2016, the device was implanted via v-p shunt to (B)(6) years old male patient with congenital hydrocephalus. The initial pressure setting was 3. On (B)(6) 2016, there is no problem confirmed by CT scan. On (B)(6) 2016, the patient had a dizzy and ventricular distention was noted by CT scan. The surgeon changed setting 2. On (B)(6) 2016 the patient¿s condition got worse and the patient¿s brain did not get smaller. It was confirmed through contrast radiography that csf did not flow through the abdominal catheter, so that the abdominal catheter and the valve were replaced with 82-8806 at 2mmho on (B)(6) 2016. The surgeon suspects that the occlusion may have been caused by patient¿s stomach. The patient is currently being monitored. No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusion noted. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8806, with lot cvdbkt, conformed to the specifications when released to stock in 4th april 2016. No root cause could be determined for the valve as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Per affiliate: we got additional information. Wrong: revision device is (B)(4). Correct: revision device is other manufacturer device.